Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery anomaly was noted during testing. Insulin pump functioned properly. Device was received with cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer experienced high blood glucose. It was stated that the customer was unable to get insulin put of the reservoir. Blood glucose at the time was 292 mg/dl. Current reading is 430 mg/dl; customer treated with manual injection. During troubleshoot; it was stated, the drive support cap is recessed. The insulin pump failed the high pressure test twice. Customer was advised to connect plunger to reservoir and push insulin; customer was able to push insulin into the tubing. The insulin pump was replaced and returned for analysis.